Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found that part of the outer antenna shaft was broken. The broken piece was not attached, but was returned. The reported condition was confirmed. The investigation found the shaft of the antenna was broken. This break is consistent with the user exceeding the shaft bend radius limit. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while removing the device in an ablation procedure, the device broke. They noted that the device¿s outer jacket and the stainless steel tube were separated. They also noted that due to this event they performed additional medical intervention and the procedure was extended for more than 30minutes.